Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked the following information was provided by the initial reporter; when the high-pressure syringe is used to quickly push the contrast medium, the heparin cap falls off, causing extravasation of blood and contrast medium, causing the examination to fail.

Manufacturer narrative:
1. DHR/bhr review (lot#3052814): 1) this batch of products were assembled at intima ii auto line 4 in march 2023, and packaged at cfs package line in march 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos returned. 3. Take the retained sample of the complaint batch for relevant functional testing: 1) 45psi leakage test is performed, no leakage is found, and no abnormality is found on the prn. 2) prn remove torque test is carried out, and the test result is within the product specifications. Please see attachment for the test reports. 4. Sku# 383012 is an intima ii product (pvc extension tubing, y connection site), which has not been declared to be used for high-pressure injection. The intended use for the bd intima ii product is the intravascular administration of fluids. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high pressure injection, the root cause of the prn falling off may be related to the incorrect use of the product.

Event description:
No additional information available.